Event description:
System explanted due to failed defibrillation for vt and failed dft testing. Should additional information be received, this file will be updated.

Event description:
System explanted due to failed defibrillation for vt and failed dft testing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function. The bench test of the ICD revealed that all therapy functions were available. In conclusion, the device was fully functional. There was no indication of a device malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.